Manufacturer narrative:
The device remains in service and was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded multiple false atrial tachy response (atr) episodes due to far field oversensing. Technical services (ts) recommended reprogramming options. This crt-d remains in service and no adverse patient effects were reported.